Manufacturer narrative:
Initial.

Event description:
It was reported that an alert indicating a motor stall occurred on the insulin pump, the user attempted multiple restarts and a dry run but was unable to complete the rewind, consistent with a failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified in association with a failure to infuse and the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.